Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
There was a medical event mentioned on the call with the doctor's office. This is all the information that was able to be obtained.